Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material manufacturing or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided the complaint report will be updated.

Event description:
As reported: "subject: (B)(6). Phs study: painful orthopaedic hardware. O reoperation without implant extraction ((B)(6) 2024). O l shoulder open deep hardware removal".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6). Phs study. Painful orthopaedic hardware. Reoperation without implant extraction ((B)(6) 2024). L shoulder open deep hardware removal".